Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm on (B)(6) 2015. Proximal and distal neck diameter was 18.3mm and 19.8mm, respectively. The length of the proximal neck was 29.0mm. It was reported that endovascular repair was performed on this patient. The procedure went as planned and upon final angiogram there was no conclusive evidence of a type 1a endoleak. A follow up cta found revealed a possible type 1a endoleak. Another angiogram was performed and confirmed that there was a type 1a endoleak. The physician thought the type 1a leak was a result of the patient¿s neck angle was causing a ¿kink¿ in the neck of the bifurcated graft on the inferior curve of the infrarenal aortic neck (left side of the infrarenal aortic neck). In addition to this, the top of the bifurcated graft was between 7-10mm below the level of the left renal artery which was the intended target. The physicians thought that, although the bifurcated device was 7-10mm below the intended target of the left renal artery, they still had sufficient neck length to seal; but as result of the final placement of the bifurcated graft, they did not have enough of the graft around the kink in the infrarenal aorta. The patient had an aortic cuff extension placement and the type ia endoleak resolved. It was also reported that the patient did fine after the secondary intervention, and more recently the patient was doing great and was discharge. No clinical sequelae were reported and the patient is fine. Review of pre-implant 3d reconstruction images revealed that the patient¿s proximal neck was severely angulated; the infrarenal neck angulation appeared to be >90 degrees. The exact cause of the proximal type I endoleak could not be determined. Films during and post-implant were not available for review. It is likely that implanting within the severely angulated neck, as well as low placement in the neck, led to an inadequate proximal seal which caused the type I endoleak.

Manufacturer narrative:
(B)(4). Conclusion: off label: neck was severely angulated (>60deg) and the neck diameter was <(><<)>19mm.